Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: 2 years, 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implant with left ventricular assist device on (B)(6) 2017. It was reported that patient had issues with driveline. The manufacturer's technical services reviewed the log file and observed driveline communication fault alarms, multiple pump speed deceleration and low flow events. The flow no longer displays for this patient due to communication fault. The driveline communication fault alarm has been permanently silenced. No further information was provided.

Manufacturer narrative:
Investigation summary: analysis of the submitted log files confirmed persistent driveline communication fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller log files captured the pump operating at a fixed speed of 5200 rpm. Persistent driveline communication fault alarms were captured throughout the file which were associated with both comm a and comm b. Despite these alarms, there appeared to be no loss of power to the patient¿s lvad. No other atypical events were captured and the pump appeared to function as intended. The hm3 lvas IFU contains information regarding all alarms and provides the proper actions associated with them. This document also lists examples of emergencies, including driveline communication faults, and what actions to take in the event one occurs. The patient remains ongoing on the pump. No further events have been reported at this time. The manufacturer is closing the file one the event.